Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, several issues were encountered. The patient had an ophthalmic aneurysm, unruptured and saccular, with a maximum diameter of 5mm and a neck diameter of 3mm. The first pipeline device showed a frayed end of the braid upon deployment, and attempts to re-sheath it resulted in the dislodgement of the pipeline shield from the re-sheathing bumper, leading to the removal of the entire system. A second device, the pipeline vantage with shield technology, was then used, but it appeared deformed during deployment and was subsequently removed. A third pipeline was successfully deployed. Post-procedure, the patient experienced vision loss in the eye associated with the treatment side. Dual antiplatelet treatment was administered, and the angiographic result post-procedure indicated successful deployment of the third pipeline. The patient remained alive but with the injury of vision loss.

Manufacturer narrative:
Continuation of d10: product ID ped2-450-16 (b592672); product type: date product ID ped3-027-500-16 (b649263); product type: product ID fg15150-0615-1s (228915545); product type: product ID fg15150-0615-1s (228915545); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the vision loss was impossible to know for sure. Likely clot from manoeuvring several stents in the vessel. The damage to the second pipeline appeared to be humped ¿ overly expanded. Only one pipeline was being used when movement occured. Only one can be in the deliver catheter at a time. No issues noted on delivery of either device. Issues occurred once devices where out of the microcatheter. The pipeline was implanted at the intended location. The device did not jump during deployment. The tip of the catheter will move during the deployment. There was not noted difference in that movement to how it should behave.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.